Manufacturer narrative:
Three samples were provided to our quality team for investigation. Through visual inspection, no damage or defects can be observed on the optima injector or luer threading that may have lead to the reported disconnection. A device history review was performed for lot 2210303, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Leakage test performed; no defects were observed. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 515052; batch#: 2210303. It was reported by customer that the bd phaseal optima injector #515052 luered itself off of the IV tubing set bd infusion set#23115345. The customer states it was not a user error as they tried again to see if it would gradually luer itself off and it did. Concern with the luer connection between the IV infusion set and the bd phaseal optima injector not being secure. Verbatim: complaint received via email(s) attached. The bd phaseal optima injector #515052 luered itself off of the IV tubing set bd infusion set#23115345. The customer states it was not a user error as they tried again to see if it would gradually luer itself off and it did. Concern with the luer connection between the IV infusion set and the bd phaseal optima injector not being secure.